Event description:
It was reported that during the treatment of a carotid siphon aneurysm located at the posterior genu of the left carotid artery, the operator deployed the subject flow diverter stent from the median artery into the carotid artery. After an initial successful attempt to open the subject device, the operator decided to reposition it more proximally. She proceeded to partially recapture the subject flow diverter stent and pull it back while a small portion of the subject flow diverter remained deployed outside the microcatheter. The device then slipped below the carotid bifurcation, so the operator decided to recapture it completely. She advanced the microcatheter while simultaneously pulling the subject flow diverter stent pusher wire, but the microcatheter appeared to be completely stuck. After several attempts, the operator decided to retrieve the subject flow diverter stent through the introducer catheter. While on the operating table, with the subject stent still partially unsheathed from the microcatheter approximately 4 mm, the operator attempted to fully recapture the subject device. The subject stent entered the microcatheter further than what had been observed while it was inside the patient, but it was not possible to completely recapture the device, which appeared to be stuck¿apparently at the distal marker. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the treatment of a carotid siphon aneurysm located at the posterior genu of the left carotid artery, the operator deployed the subject flow diverter stent from the median artery into the carotid artery. After an initial successful attempt to open the subject device, the operator decided to reposition it more proximally. She proceeded to partially recapture the subject flow diverter stent and pull it back while a small portion of the subject flow diverter remained deployed outside the microcatheter. The device then slipped below the carotid bifurcation, so the operator decided to recapture it completely. She advanced the microcatheter while simultaneously pulling the subject flow diverter stent pusher wire, but the microcatheter appeared to be completely stuck. After several attempts, the operator decided to retrieve the subject flow diverter stent through the introducer catheter. While on the operating table, with the subject stent still partially unsheathed from the microcatheter approximately 4 mm, the operator attempted to fully recapture the subject device. The subject stent entered the microcatheter further than what had been observed while it was inside the patient, but it was not possible to completely recapture the device, which appeared to be stuck¿apparently at the distal marker. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned with a microcatheter. The stent and stent delivery wire (sdw) were inserted in the microcatheter. The stent and sdw were advanced through the microcatheter with slight friction noted. The stent was fully opened but was also deformed in the middle with the braid compressed and the edges of the stent had frayed braid. The proximal and distal sdw was kinked/bent. The distal protection assembly (dpa) re-sheath pad were inspected and were intact. The introducer sheath was not returned. During functional inspection the microcatheter was flushed and the stent and the sdw was removed with slight friction/resistance felt towards the distal end of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While the reported events ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿unexpected movement of device¿ could not be confirmed the analyzed defects are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. Information received indicates the patient¿s anatomy was moderately tortuous. Product analysis found the device was returned with a microcatheter. The stent and sdw were inserted in the microcatheter. The stent and sdw were advanced through the microcatheter with slight friction noted. The stent was fully opened but was also deformed in the middle with the braid compressed and the edges of the stent had frayed braid. The proximal and distal sdw was kinked/bent. The introducer sheath was not returned. The proximal and distal sdw were kinked/bent which most likely occurred during the procedure and would have caused the friction experienced retracting the stent and sdw through the microcatheter. It is most likely that anatomical or procedural factors contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported events ¿unexpected movement of device¿ and ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and analyzed events ¿catheter shaft friction¿, 'stent deformed¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.